Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient information was not crossing to 3 stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not crossing to 3 stations, and the station displayed the discharged patient but did not show the transferring or new patient. A technical support specialist stated that a field service engineer reimagined the device and the customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).